Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup impactor broke. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.